Manufacturer narrative:
Concomitant product: 4092, lead, implanted: (B)(6) 2003.

Event description:
It was reported that the right atrial (ra) lead dislodged and the lead exhibited impedance changes and was not pacing the atrium. Surgical intervention was required and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.